Event description:
It was reported by a user facility a pt experienced a cardiac arrest during treatment. Prior to the event; it was reported the pt was not feeling well and lost consciousness. The pt showed no response from the administration of normal saline bolus. The pt had no pulse and CPR was initiated. Emergency medical service was called, the pt was connected to a defibrillator, a heart rhythm was detected and no shock was administered. The pt was then transported to the hospital for treatment.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This event report is related to five separate products and associated with MDR's 1225714-2014-01573, 1225714-2014-01574, 8030665-2014-00315, 2937457-2014-00642 and 1713747-2014-00207.